Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was not identified during device evaluation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f38 alarm (malfunction in tube misloading detection circuitry). This occurred before use. There was no patient involvement. No additional information is available.